Manufacturer narrative:
(B)(4). Volumetric accuracy was tested three times at 250ml/hr and 25ml and the pump tested within specification with results as follows: 1st test: 11 minutes 54 seconds or 102% of expected accuracy, 2nd test: 11 minutes 52 seconds or 103% of expected accuracy, 3rd test: 11 minutes 52 seconds or 103% of expected accuracy. Multiple attempts to obtain additional information were not successful. Without the actual date, intended infusion parameters or drug to be infused, further evaluation is not possible. Based on the investigation results the pump operated as intended and the reported failure could not be reproduced. No conclusion can be made regarding the cause of the event. All available information has been forwarded to b. Braun melsungen. If additional information becomes available, a follow- up report will be submitted.

Event description:
As reported by the user facility: does not infuse at set rate.